Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (low left coronary ostium height, severe valvular calcification, severe stj calcification, bulky lcc leaflet calcification) likely contributed to the coronary artery occlusion and subsequent intervention. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, post balloon aortic valvuloplasty (bav), coronary protection was in place prior to the deployment of a 23mm sapien 3 valve. The sapien 3 valve was deployed in an 80:20 aortic/ventricular position as intended. After valve deployment, the left coronary artery (lca) was obstructed by calcification. Plain old balloon angioplasty (poba) was performed and a coronary stent was implanted. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. The native annulus area measured 354.0 mm2. The left coronary height was low at 7.8mm with bulky calcification reported on the left coronary cusp (lcc). Severe aortic valve calcification and moderate to severe aortic root calcification was reported. The diameter of sinotubular junction (stj) measured 22.0mm with severe calcification reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.